Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported sleeve steering issues and curved distal shaft were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported sleeve steering issues and curved distal shaft were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted on the anterior-2/posterior-2 (a2/p2) leaflets. A second mitraclip was then attempted to be placed, after approximately 10 minuets of positioning the clip, it was noted that steering the dc was challenging. As the clip was removed from the patient it was noted that the distal gc was curved. A new mitraclip was selected and implanted successfully before the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.